Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic thoracoscopy - "trocar broke."

Manufacturer narrative:
Complete UDI is unavailable as no lot number was provided. Investigation summary: the event unit was returned for evaluation along with pictures of the unit prior to return shipping. Upon inspection, engineering confirmed the shaft of the cannula was broken in the z-thread region and noted fracture lines were present around the break. Based on the evaluation of the returned unit, the root cause of this incident is likely due to an interruption in the molding process. Applied medical has recently implemented process enhancements intended to minimize the potential for this type of incident to occur during the manufacturing process. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.